Event description:
According to the reporter, during laparoscopic video-assisted thoracic surgery lobectomy, the device was unable to fire when applied on the lung tissue. The physician was on his second firing of the device. He was able to pushed green button but unable to squeeze the handle and the device would not advance. As if it would not catch to advance to start stapling. Another device was used and it also would not fire but the physician could press the green button and could squeeze the handle. New device were used to complete the case. There was no injury caused to the patient and no medical intervention was required. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.